Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The results of the anticipated device evaluation will be provided upon completion of the event investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during use of a cto recanalization catheter with a retrograde ipsilateral approach near the anterior tibial and popliteal artery, the distal tip of the recanalization catheter allegedly detached after two minutes and forty seconds of activation. It was further reported that both the tip of the catheter was captured and retrieved successfully using a snare device. Reportedly, the procedure was concluded and no further treatment was provided. There was no reported patient injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. One crosser catheter was returned for evaluation. The distal tip, distal marker band, and a portion of inner core wire were not returned for evaluation. The distal end of the returned device was stretched and bunched indicating excessive force was placed on the device. Therefore, based on the returned sample, the investigation can be confirmed for the alleged tip detachment. The root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during use of a cto recanalization catheter with a retrograde ipsilateral approach near the anterior tibial and popliteal artery, the distal tip of the recanalization catheter allegedly detached after two minutes and forty seconds of activation. It was further reported that both the tip of the catheter was captured and retrieved successfully using a snare device. Reportedly, the procedure was concluded and no further treatment was provided. There was no reported patient injury.